Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer's quality assurance laboratory for further investigation. The system board needs to be replaced due to the failure of the 3.3 vdc buss voltage corruption.